Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult review of this pacemaker stored atrial tachy response (atr) episodes. Upon review, right atrial (ra) farfield oversensing which led to inappropriate atr mode switches was observed. Ts provided the hcp with programming recommendations. At this time, the pacemaker remains in service. No adverse patient effects reported.